Event description:
It was reported that some time post port device implant via the internal jugular vein, the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one power port MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter fracture, deformation and naturally worn as a circumferential split was noted approximately 6.9cm from the distal end of the cath-lock and the edges of the circumferential split were jagged with smooth rounded edges. During functional testing, a leak was noted from the circumferential split upon infusion of the port body with attached catheter segment. Aspiration was attempted but only air was aspirated into the syringe. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port device implant via the internal jugular vein, the catheter was allegedly damaged. There was no reported patient injury.